Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user, who stated that a wheel on the rollator bent while in use causing her to fall and break her left ankle and tibia. The end user is not returning the device for evaluation. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.